Manufacturer narrative:
H.10: no service activity has been conducted on the clamp. Based on similar complaints investigation results, the most likely root causes of the reported issue are traceable to fluid ingress damaging clamp internal components or to clamp defective electrical/electronic components. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H.10: device model and serial numbers have been provided and added to the dedicated d.4 section and h.4 section has been updated accordingly. A livanova service technician provided support to the customer, checked the erc and duplicate the reported error. The erc was found to have a non-resettable circuit breaker. The item was removed from service and the customer was provided with an alternative erc. A device service history review has been performed and no other similar events have been reported. The root cause of the reported event has been traced back to a faulty circuit breaker.

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm gave a timeout error code during maintenance. There was no patient involvement.